Manufacturer narrative:
The event was submitted to the FDA by the user under report number mw5148196. Fujifilm attempted to identify the facility for further investigation, but was unable to identify the facility. The cause of the malfunction could not be determined from the information provided in mw5148196. There was no injury to the patient reported. This report is being submitted in an abundance of caution.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving ts-13101. It was reported that the seal at the top is not intact. There was no injury to the patient reported.